Event description:
A critical pump alarm was heard. Telemetry revealed that the pump was in safe state. The reset occurred on (B) (6) 2010. The pump was in minimum rate mode. The pump was last refilled on (B) (6) 2010. The manufacturer's device registration system indicates the pump and catheter were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).